Manufacturer narrative:
Investigation conclusion: this type of event has been previously investigated. Gastrointestinal bleeding is an expected adverse event related to lvad therapy and identified in the IFU. A device malfunction cannot be confirmed. Trending will continue to monitor for any change in performance. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturing evaluation conclusion: this type of event has been previously investigated. Reference document (B)(4). Complaint data is reviewed periodically per the quality data review process (qs work instruction #86861). Quality data reviews are conducted on production and post production signals to evaluate specific business areas and products and ensure the effectiveness of these business areas and products including conformity to product requirements. This is done by periodic review of key performance indicators and objectives. Qdr information, as applicable, feeds into CAPA requests. Review of the account¿s submitted log file did not reveal any atypical events or alarms and showed the pump functioning as intended. Manufacturer will close out report.

Manufacturer narrative:
Approximate age of device - 1 year, 4 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted for gi bleed. Log files were submitted and review noted no unusual events seen within the log files. On 05feb2019 it was reported that the patient was admitted on (B)(6) 2019 and was discharged on (B)(6) 2019, noted symptoms started on (B)(6) 2019. It was reported that there were no clear source of bleeding was identified. The colonoscopy result from (B)(6) 2019 reported that the terminal ileum appeared normal. Approximately 30 cm of ti was examined. No evidence of fresh or altered blood seen. No ulcer or inflamed areas noted. Old clotted dark red blood was found in the entire colon. Colon mucosa appeared normal. Cecum and entire colon was extensively washed. No active bleeding or ulcers seen in cecum or other areas of colon. Scattered ascending colon diverticulosis seen in addition to moderately severe sigmoid colon diverticulosis. There were small sessile polyps noted in ascending colon which were not removed due to recent bleeding and patient on anticoagulation. External and internal hemorrhoids were found during retro flexion. The hemorrhoids were medium-sized. A video capsule study on (B)(6) 2019 reported few small arteriovenous malformation (avms) were noted, none actively bleeding. The patient reported symptoms were weakness and shortness of breath and was treated with total of 5 units of prbc held warfarin. Bridged with heparin drip once inr <2.0. Hgb was stable and the patient was discharged with inr goal of 1.8-2.2 and 81mg asa. The patient was also on octreotide injections. No new symptoms reported recently. No further information was provided.